Event description:
It was reported that there were concerns regarding premature battery depletion of the pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed and it was found that this patient has a high right atrial (ra) lead output and the increase in power consumption. The technical services (ts) recommended to check the right atrial automatic threshold episode since there was loss of capture (loc) identified in values around 2.5v. No adverse patient effects were reported. This ra lead remains in-service.